Event description:
During treatment with the rotablator system the tip of the rota wire broke and became lodged inside the pt's coronary artery. The tip snared out and pt was uninjured.

Manufacturer narrative:
The product was received by bsc northwest for evaluation. The condition of the device was consistent with damage caused by an overtightened hemostasis valve on the guiding catheter and an improper connection of the advancer and catheter. These findings contributed to the fractured guide wire.